Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a medicine liquid leakage. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. A leak was observed at the luer tube bond junction. The cause of the reported issue is under investigation.